Event description:
Surgiwrap placed in 2006, during a laparascopic supracervical hysterectomy. Due to ongoing bladder discomfort in the patient, the patient was brought back for a diagnostic cystoscopy which resulted in the removal of surgiwrap remnants.

Manufacturer narrative:
Labeling, manufacturing, and sterilization process reviews did not reveal any errors, omissions, or other abnormalities. Doctor's concern was related to the amount of remnant product. Education regarding the degradation process of the product was reviewed. Patient complaints which initiated the second operation were not attributed to surgiwrap product failure.